Event description:
On (B)(6) 2014 the distributor contacted animas, alleging that on (B)(6) 2014 the patient was admitted to the hospital for diabetic ketoacidosis (dka). The distributor stated that the patient had been experiencing elevated blood glucose (bg) since (B)(6) 2014. Reportedly, the patient had gone to a few parties over the weekend and so elevated bg was expected, but bgs would not go down after the weekend. The morning of 04/10/2014 the patient reportedly began vomiting and was taken to a healthcare provider (hcp). The hcp reportedly advised that the patient be taken to a hospital. The patient¿s bg upon arrival at the hospital was reportedly 12.9 mmol/l, which was allegedly the lowest it had been, however ketones at that time were reportedly high. The diabetes educator reportedly instructed the patient to use a +100% temporary basal program upon arrival at the hospital, but that reportedly did not bring bgs down. At the time of the initial contact, the patient had reportedly not eaten in 24 hours and during the hospital stay the patient¿s bgs reportedly fluctuated between 14mmol/l and 17mmol/l and ketones remained high. Initially, the doctor at the hospital reportedly wanted to get the patient¿s bgs under control with injections and then put the patient back on the pump. A review of the prime history indicated multiple site changes were performed from (B)(6) 2014. A follow-up call was reportedly made with the distributor on (B)(4) 2014, and reportedly the patient had trace ketones and bg around 10 mmol/l. The patient had reportedly been placed back on the pump at the time of follow-up. The patient reportedly had a minor infection and was being treated with antibiotics. Additional follow-up was made to the distributor on (B)(4) 2014, and it was reported that on (B)(6) 2014 the patient¿s bg had reportedly elevated again and increased temporary basal programs would not bring bgs down. The patient was reportedly removed from the pump and placed on injections, which decreased bgs slightly. On 04/12/2014 the patient reportedly went on a loaner pump and bgs were lower but still erratic. The patient¿s basal program was reportedly reduced from +150% to +70% on (B)(6) 2014, and the patient reportedly still had an infection but was feeling better. The diabetes educator reportedly alleged that the patient¿s pump was not delivering properly and stated that it needed to be replaced. The patient¿s caretaker reportedly stated there was nothing to indicate the pump was not working properly, however the pump was replaced per the diabetes educator¿s insistence. Although the reported infection and antibiotic treatment may have been a contributor in the alleged bg excursion, this complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention related to an allegation that the pump was not delivering as expected.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the original complaint could not be duplicated upon investigation. The basal history showed a 0.00 unit basal program running from (B)(6) 14 16:34 until (B)(6) 14 21:49. The pump history showed no alarms outside the range of normal use. The basal and boluses added up appropriately to the total daily dose and the pump was delivering accurately until the last date used. The pump successfully passed a delivery accuracy test and was found to be operating within required specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).